Event description:
The customer reported that the camera head presented no image. Once this camera is plugged in, the image becomes static, and no other cameras will work unless the lightbox is turned off then back on. There was a 10¿15-minute delay as the device was replaced and intended the hysteroscopic polyp removal was completed under ultrasound guidance. No impact to the procedure and no adverse outcome to the patient was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found failed leak test and a slice on the cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the camera head presented no image. Once this camera is plugged in, the image becomes static, and no other cameras will work unless the lightbox is turned off then back on. There was a 10¿15-minute delay as the device was replaced and intended the hysteroscopic polyp removal was completed under ultrasound guidance. No impact to the procedure and no adverse outcome to the patient was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the camera head presented no image. Once this camera is plugged in, the image becomes static, and no other cameras will work unless the lightbox is turned off then back on. There was a 10¿15-minute delay as the device was replaced and intended the hysteroscopic polyp removal was completed under ultrasound guidance. No impact to the procedure and no adverse outcome to the patient was reported.